Event description:
The facility reported an infusion pump that "turns off while in use". The hospital representative stated they have no record of any incident report involving the pump since the last baxter service event. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, age of patient, or medication involved. No additional contact information was provided.